Event description:
Zenith endovascular graft was advanced into the aorta. Very calcified and tortuous iliac arteries. The vessels appeared to "corkscrew" and a noted change in the diameter of the iliac arteries ranged from 14-17 millimeters. Post placement angiogram viewed a massive distal type I endoleak on the pt's left side. The endoleak was treated with the deployment of a main body extension. When ballooning the distal portion of the main body extension, the iliac artery ruptured. The pt became hypotensive secondary to blood loss. The balloon was inflated to tamponade the bleeding and the pt's abdomen was opened emergently. Physician was unable to gain control of the bleeding and stabilize the pt's bp. Pt suffered cardiac arrest and expired in the operating room.